Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2017-01623. The patient alleged therapy with his scs system was never established and ineffective for many years. Diagnostic testing did not reveal any anomalies. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the original leads were repositioned across the patient's lumbar area to address the issue. Postoperatively, stimulation was effectively restored and the issue resolved.